Event description:
Customer reported that the act button on the insulin pump was unresponsive. Customer stated that they are unable to go to the main menu on the insulin pump. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with proper button and keypad response. Insulin pump had moisture damage on keypad traces. Insulin pump had minor scratches on lcd display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.